Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# j0437285v, implanted: (B)(6) 2004, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had not been charged and the ins battery had been dead for 3 months. The patient thought this would be the third time they would have to ¿boost¿ their ins. The patient planned to contact a manufacturing representative and they thought they may be due for a new ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
A couple months later the patient's health care provider (hcp) reported that the patient was unable to charge the battery. The company representative met with the patient and confirmed the battery was unable to be charged. The patient did not use the spinal cord stimulation (scs) regularly. This was the fourth time the patient has let the battery die completely. The doctor was going to replace the battery due to failure to maintain system.

Event description:
The doctor will not replace the battery due to failure to maintain system.